Event description:
New information received notes the device will be returning.

Manufacturer narrative:
Additional information: b5, h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a pacemaker change out. Prior to the procedure, the patient's pacemaker was interrogated and found to be in back up mode. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.